Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The day of the event the patient was sitting on the couch and was not feeling well and stated that the blood sugar started to drop. A few hours after, the cgm reading was 163 mg/dl, and the blood glucose reading was 38 mg/dl. Soon after the fingerstick was taken the patient loss consciousness, and the spouse of the patient called an ambulance. When the paramedics arrived treatment with intravenous d50 was started and the patient was taken to the hospital. After the d50 the patient regained consciousness but was still a bit confused. At the hospital, many blood tests were done, and the patient stated that it was difficult to raise the blood sugar level, but at an unknown point, the blood sugar was 140 mg/dl. The patient stayed at the hospital for 6 days for observation and during this time he also received treatment with insulin. The patient is still taking a sliding scale insulin as per doctors¿ advice based on his blood glucose level. At the time of the report the patient was doing better and was recovering slowly. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.